Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor intended to deploy the pipeline flex with shield near a pipeline flex, implanted previously, to divert flow from a small opthalmic aneurysm. The pipeline flex with shield was tapered distally and did not appear to be completely open. The device was resheathed once and then deployed successfully. Upon recovery of the tip coil, the distal opening of the shield did open more. The doctor then went in with a j wire to promote the distal end of the device to open even more. A scepter balloon was also prepped and inflated to be placed in the distal opening to promote more opening. The technique was successful and follow-up angiography showed good wall apposition and blood flow. The pipeline was not positioned in a bend, and more than 50% of the pipeline had been deployed. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ica with a max diameter of 3mm and a 2mm neck diameter. The landing zone was 4.5mm on the distal end and 4.25mm on the proximal end. Access vessel had a 4mm diameter. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was >100.